Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to pocket erosion and infection. Reportedly, the patient had discomfort, pain, and fluid discharge. There were no additional adverse patient effects reported. The ICD was explanted.